Event description:
Info received indicates the right intermediate siderail will not latch.

Manufacturer narrative:
The technician found the siderail weldment was bent and the latch pin was worn. The technician replaced the weldment and latch pin to repair the bed.